Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to an overwritten history file. No excessive no delivery alarm could be verified due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump displayed a motor error alarm and a no delivery alarm. The patient's blood glucose level is 103mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.